Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve, while dissecting the stomach, the reload was harder than usual to articulate. The surgeon was able to press the green button however; the device did not fire. The stapler handle had difficulty firing and when force was applied a loud crack noise was heard. To complete the case, a new stapler, and reload was used for dissection of the stomach. There was no patient injury.